Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was unable to verify vibrator anomaly due to blank display. The pump was received with corroded motor home switch, corroded battery tube and minor scratches on lcd window.

Event description:
The customer reported via phone call of a blank display and vibrator anomaly from the insulin pump. The customer's blood glucose level was 178 mg/dl. The customer stated that she had a blank screen and it just vibrated. The customer stated that the pump might have been exposed to moisture when she washed her car with her grandson. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.